Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the root cause is a postoperative infection. Part number, lot number, manufacture date, expiration date: p/n 7045-90, lot# 7753002898004, manufactured 10/03/11, expires 2014-11; p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10; p/n 7070-90, lot# 8175003938018, manufactured 08/21/12, expires 2015-10.

Event description:
On (B)(6) 2013, the surgeon performed a right sided si joint arthrodesis utilizing the ifuse implant system placing three implants. The procedure was uncomplicated and the patient had no new post-operative complaints. The patient was discharged the day after surgery. On (B)(6) 2013, the patient was admitted to the hospital with complaints of chest pain and redness in the surgical area of the previously performed si joint fusion procedure. It was determined that the patient had a post-operative wound infection involving the surgical site from the ifuse surgery. The surgeon performed an irrigation and debridement surgical procedure on (B)(6) 2013. The wound was closed during the same surgical setting. A PICC line was placed and the patient received IV antibiotics for four weeks. The patient has had follow-ups with the surgeon and the infection has cleared and the soft tissues have healed. At the most recent visit on (B)(6) 2013, the patient¿s pre-operative si joint pain was much improved. Per si-bone vp of medical affairs: ¿medical review shows this to be a case of post-operative infection that required additional medical treatment including a second surgical procedure (irrigation and debridement) as well as a four week course of IV antibiotics.¿